Manufacturer narrative:
(B)(4).

Event description:
Prudhomme, m., cottin, s. Intrathecal clonidine pump as a treatment for spasticity. Neuromodulation. 2013;16(5):e202. Summary: eight patients with severe spasticity with oral medication which was insufficient or cause side effects were evaluated for it clonidine perfusion therapy. An infusion pump was implanted. All patients were evaluated for spasticity (ashworth modified scale), clonus, balance (berg balance test), and walking function (timed up an go, 6 minute walking test, 10 meter walk test). Intrathecal clonidine was at least as much efficient as the oral medication without side effect. Most patients improved some aspects of their walking pattern as assessed by the rehabilitation team; walk seemed to be more fluid and some patients reported a positive global impression of change. However the walking parameters did not showed sustainable improvement but rather remained mostly stable. More studies are needed to compare the differential efficacy of those medications alone or in combination. Concomitant rehabilitation programs should also be more studied to improve benefits of such approach. Reported events: 1. One patient had a revision for catheter breakage.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# 0205986145, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information: it was reported that the event was not a break but a migration of the catheter. Patient had experienced pain and burning in lumbar area with headache. Lack of effect, more spasticity. The catheter revision occurred on (B)(6) 2012 wherein the existing catheter was explanted and a new one was placed. Patient was stated as recovered following the revision and presently indicated to be doing fine and stable with 630g/d clonidine; clonidine concentration at the time of the event was 210g/d. The catheter was sent to the pathology department and not returned to the manufacturer.